Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when she puts in a new battery, she loses all of her settings and she has to change the batteries every 2-3 days. Customer stated that the last time, none of the batteries worked and the pump would not come on at all. Customer stated that she hit the battery cap and it finally came on. Customer was not getting any low battery alerts like she used to. Customer stated that her pump just goes blank. Customer stated that the issue started about a year or two ago. Customer was advised that the battery cap may need to be replaced. Customer stated that she gets a weak battery alarm and when she finally gets past it, she goes through the same thing 3 days later. Customer does not get a low battery alert until after she changes the battery. Troubleshooting was performed and customer inserted a new battery. Customer stated that the display returned. Customer was advised that the pump will need to be replaced.